Event description:
It was reported that during an ear surgery it was observed that the console device would not "recognize" when the foot control device was plugged in. The reporter clarified that the foot control device does not work with other consoles. There were no delays to the scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.